Event description:
It was reported by the clinician that the md was using the percutaneous thrombolytic device (ptd) over-the-wire from lot mf8114044, when the wire began spinning and catching on the drape. When he removed the device, the basket came apart and was "stuck" inside the patient. The md then used a hemostat to remove the basket. There were no patient complications reported. Additional information received from the sales representative on 4/1/09 stated the physician was using the ptd on a fistula and had made approximately two dozen passes prior to the incident. No sharp angles were encountered.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.